Manufacturer narrative:
(D10): concomitant device(s): 300-01-13 - equinoxe, humeral stem primary, press fit 13mm: (B)(6). 320-01-42 - equinoxe reverse 42mm glenosphere: (B)(6). 320-10-00 - equinoxe reverse tray adapter plate tray +0: (B)(6). 320-15-03 - rs glenoid plate l post aug, 8 deg, left: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). 320-20-00 - eq reverse torque defining screw kit: (B)(6). 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm: (B)(6). 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm: (B)(6). 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm: (B)(6). 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm: (B)(6).

Event description:
Approximately 2 years, 6 months, 28 days post-operative of a left rtsa, it was reported via clinical study that the patient experienced a dislocation. Fracture of the upper end of the humerus following a fall from a bicycle in (B)(6) 2023, resulting in significant osteolysis and instability of the prosthesis, leading to complete dislocation in (B)(6) 2024. The patient underwent a standard reverse revision with the removal of the humeral liner and the outcome is considered resolved. The clinical report indicates that this event is definitely not related to the device(s) and/or to the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The product associated with the reported event is within the scope of recall z-1422-2024; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The following sections were updated: h6. The following sections were corrected: a2 (date of birth unknown), d8, h6. The cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to long term sequela from the reported traumatic event, soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.